Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (af) in the left atrium (la), an intellanav mifi open-irrigated ablation catheter was selected for use. After starting la ablation, the catheter flickers and then disappears. Tracking of the ablation catheter was not possible, and strong signal noise was generated. The procedure was cancelled. No patient complications were reported. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (af) in the left atrium (la), an intellanav mifi open-irrigated ablation catheter was selected for use. After starting la ablation, the catheter flickers and then disappears. Tracking of the ablation catheter was not possible, and strong signal noise was generated. The procedure was cancelled. No patient complications were reported. Catheter was returned to boston scientific for further analysis.

Manufacturer narrative:
Intellanav mifi open-irrigated ablation catheter was evaluated by boston scientific. Visual inspection noted the device presented two kinks at catheter shaft. A functional test was done, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times, and the device failed the test due it presents a leak. The continuity test was performed, and no problems were detected. Finally, the device was destructively analyzed, and it is possible to observe a kink in the twisted pair of the sensor, and it is possible to observe isolation damage on the guidecoil of the catheter. Also, it was possible to observe a damaged at device lumen, confirming the leak presented on the device during the leakage test. Is important, to mention that the damaged at device lumen match the distance of the kinks on the catheter shaft. Laboratory analysis was able to confirm the reported clinical observations.